Event description:
It was reported that 20 minutes into the dialysis treatment the venous bloodline became disconnected from the ash split catheter. The pt was placed in trendelenburg position on their left side, lines were clamped, saline given, and pt monitored closely. Pt was stable and returned to dialysis.